Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 12 clips conforming, and the remaining clips were ejected. The instrument locked out and was not functional. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.